Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
Olympus medical systems corp. (Omsc) received a medwatch report (mw5116634) which reported that the single use distal cover came off from the evis exera iii duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The scope entered the intestines via laparoscopy trocar. The procedure was done via laparoscopic trocar because the patient's prior bariatric surgery caused her to have an altered anatomy. It was believed that the cap came off as the scope was being withdrawn through the trocar. The trocar measured 15 millimeters (mm) and the scope was 13.5 mm. After the scope was fully withdrawn, the staff observed that the cap was missing from the scope and began the search in the bowel loops, surgical drapes, and the floor. An x-ray prior to case closure was not possible as the cap was not radiopaque. A computerized tomography (CT) scan of the abdomen and pelvis performed the next day did not show a cap. It was believed that the cap was left in the gastrointestinal tract and will pass spontaneously. There was no further harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.